Event description:
It was reported to philips that the system gave an alert indicating that the current display was not supported, preventing imaging to be displayed. No harm was reported to philips. Philips has started an investigation of this complaint.